Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) incorrect date and the right atrial (ra) lead exhibited abnormal position. The ipg and the lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
T was further reported that the lead was placed on the septal wall and there was confusion on the xray that they lead had dislodged, which it was later confirmed not to be.